Manufacturer narrative:
Unit passed the self test, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. No "no delivery" alarms noted in the pump history/trace files. No failed battery alarms noted during testing or within 2 weeks of the event date. No motor alarms noted in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.8mv at zero offset). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, unit received with high sleep current. Swapped pcba 2 board with a test board and sleep current measurement passed. No damage noted at the electronic assemblies during visual inspection. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2024 12:18:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay insulin flow block alarms not confirmed during testing. Failed battery alarms not confirmed during testing or in the power management graph. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. However, pump received with a high sleep current measurement, problem isolated to the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow block alarm, and the insulin pump rejected new batteries. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-1884l, mmt-342. Troubleshooting was performed for the insulin flow block alarm and the customer was reporting past event. No product return is required for mmt-431ag. No product return is required for mmt-1884l. No product return is required for mmt-342.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.